Event description:
The device was explanted due to poor performance since activation. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 17, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019, due to poor hearing performance from onset. The patient was not reimplanted with another device.